Manufacturer narrative:
A severe low blood glucose event requiring ems treatment with intravenous glucose was reported via survey. Attempts to obtain additional details regarding device use, insulin delivery, or contributing circumstances were unsuccessful, and no device malfunction has been identified based on the limited information available. A follow-up MDR will be submitted if any further information or device evaluation results become available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 19-oct-2025 the user reported in a survey that on (B)(6) 2025 they experienced hypoglycemia with a bg of 28 mg/dl. No information regarding user actions prior to ems arrival was available despite follow-up attempts. The user was treated on scene by ems with intravenous glucose, was not transported to the hospital, and no additional clinical details were provided despite follow-up attempts.